Manufacturer narrative:
(B)(4).

Event description:
Received info reporting the pt is experiencing intermittent stimulation while the device is turned on or off. Ins is located in her abdomen and she is unable to get stimulation unless she physically holds the ins in position. When she does this she feels stimulation and when she lets go the stimulation is lost again. There is no accident or incident related to this event. Additional info has been requested and if received a follow up report will be sent.